Event description:
During product evaluation by a baxter service technician, an automix compounder required replacement of a servo motor. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is exempt from having a 510 number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Its additional 510 number is k955622.the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty servo motor. To correct the condition, the servo motor was replaced. If any additional information is received, a follow up MDR will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.